Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 596 mg/dl earlier in the day and that it was currently 517 mg/dl at the time of call. The customer did not fell well and had not eaten dinner yet; the customer was nauseous but believes that it might have been from food poisoning he suffered the previous day. Troubleshooting was initiated for his high blood glucose and to inspect the insulin pump. The cannula on the customer's infusion set was bent. The customer was also unable to perform the high pressure test due to lack of a tubing clamp. However, the customer's pump had not alarmed that day. No products were returned and a tubing clamp was shipped to the customer so he can call back and perform the high pressure test.